Event description:
It was reported that the device could not be changed from "rounds per minute" mode into "liter per minute" mode. This was detected when setting up the device prior to use. The device failure was accompanied by error messages "er07" and "er08" and a constant acoustic alarm signal. No pt involvement. Ref: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service tech evaluated the device and identified the ccm (console control module) as defective and replaced it. Functional and performance testing was successfully executed. The device was returned to service. A supplemental medwatch will be submitted if additional info becomes available.